Event description:
It was reported that this right ventricular (rv) lead has exhibited low out of range pace impedance measurements less than 200 ohms. No rv noise has been observed. The boston scientific representative (rep) indicated they programmed on the rv non-physiological noise alert and the non-sustained ventricular tachycardia (nsvt) alert according to boston scientific technical services guidance. The rep also indicated they believed the clinic performed an x-ray for troubleshooting purposes, but the results are unknown. The lead remains in-service. No patient symptoms or adverse patient effects were reported.